Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address mom pain. Doi: unknown; dor: (B)(6) 2019; left hip. In addition to what were previously alleged, litigation records alleges metallosis and loss of hearing. After review of medical records, the patient was revised for failure of total hip with pain, one episode of dislocation, metal-metal problems with elevated cobalt and chromium levels, psuedocyst formation. Operative notes reported that there were egress of black thin fluid. The liner was not concentrically reduced and was askew in relative to the retroversion to the cup. Findings reported of hypertrophic synovitis due to metal debris. Stem has been added to the complaint.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.